Event description:
On (B)(6) 2009, the pt was implanted with an scs system. The pt has stimulation and the charger will locate the ipg, but the recharge time has increased quite a bit. Previously, the pt charged once a week for about an hour. Now she is charging twice a week for about 2 hours each session. The charger box becomes very warm during the charging. The territory manager also had difficulties communicating with the pt's ipg using the programmer. She found that she could only communicate with the programmer long enough to turn on the stimulation and set a program. Every time she turned on the programmer, it would go to 'corrupt program'. Replacement charging systems and programmers did not resolve the pt's communication and frequent charging issues. The doctor thinks that the ipg may be slightly canted in the pocket. A revision of the battery pocket will be scheduled.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.